Manufacturer narrative:
Patient information is currently unavailable. Date of device manufacture year is 2006. The month of manufacture was unavailable at time of MDR filing. A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported fault. Proactively the flow sensor was replaced and the breathing system was cleaned and dried. The unit was returned to service.

Event description:
The hospital reported that the unit stopped mechanically ventilating during a case. The case was continued in manual mode. There was no report of patient injury.